Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined a power supply needed to be replaced. The customer will replace the power supply. No conclusion can be drawn as repair information is not available.